Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock due to supraventricular tachycardia (svt). Subsequently, the rhythm accelerated to ventricular fibrillation (vf). Two additional shocks were delivered which successfully converted the rhythm. It was reported that this patient had cardiomyopathy with an associated left-ventricular assist device (lvad) implanted. No adverse patient effects were reported.